Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that during device withdrawal, interaction with the moderately calcified, moderately tortuous and 90% stenosed anatomy and/or other devices (such as tip catching on the deployed stent during withdrawal) resulted in the reported tip material separation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported tip material separation cannot be determined. As reported, the separated nose cone remains in the patient. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed lesion in the distal superficial femoral artery (dsfa). The lesion was pre-dilatated and a 6.0x150mm supera peripheral self-expanding stent system (sess) was advanced with a 6f long sheath to the target lesion without issue. During deployment, the supera stent was implanted in the target lesion, however; the tip (nose cone), of the supera separated from the device and became a foreign body in the anatomy and could not be found. The nose cone remains in the patient. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.